Event description:
New information stated that insulation abrasion was noted via fluoroscopy. The lead was tested and exhibited normal electrical measurements. No intervention was performed and the patient remained stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the chest x-ray revealed left ventricular lead exhibited externalized conductors. No intervention was performed. No further information was available.